Event description:
Zoll 1600 cardiac monitor/defib. Failed to deliver third shock on pt in v-fib/v-tach. Another monitor was on scene and immediately utilized to replace the failed unit. Reported 30 second delay in delivering third shock in -protocol- series.